Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted due to suspected premature battery depletion. The device was implanted for approximately 1.78 years. The device was found to be in middle of life 2 (mol2) at the follow-up performed two weeks before explant, and it was explanted on october 13, 2006, as it had reached the elective replacement indicator (eri). A new crt-d device was implanted during the procedure without further complication. No adverse patient effects were reported.